Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
Catheter PICC without graduation in the firsts 5 cm; date of event: (B)(6) 2020; there was no report to anvisa. Additional information rec'd 10/16/2002: customer reports that when opening the neokit 2fr mst catheter, it was identified that in the initial 6cm of the catheter there was no measurement marks, and where it marks 5cm it's only 4cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of recx4408 showed no other similar product complaint(s) from this lot number.

Event description:
Catheter PICC without graduation in the firsts 5 cm; date of event: (B)(6) 2020; there was no report to anvisa. Additional information rec'd 10/16/2020: customer reports that when opening the neokit 2fr mst catheter, it was identified that in the initial 6cm of the catheter there was no measurement marks, and where it marks 5cm it's only 4cm.